Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection could not be performed as no sample was returned for analysis. No lot number was provided. A device history record review was performed based on a lot number from sales history. A device history record review was performed on the epidural catheter with no relevant findings. The IFU for this product, (B)(4) rev. 1, was reviewed as a part of this complaint investigation. The IFU warns the user "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter is catheter begins to stretch excessively." The IFU also states "remove catheter by placing patient in same position used to insert catheter, such that vertebral interspaces are open" as well as "during epidural catheter removal, the literature indicates a force of approximately 1/3 of a pound is all that is necessary to exert if patient is properly positioned in the recommended lateral neutral position. The complaint description states "the ob nurse attempted to remove the catheter while the patient was on the toilet." Other remarks: a corrective action is not required at this time as the potential cause of catheter separation could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. The potential cause of the catheter breaking could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that when the nurse attempted to remove the catheter while the patient was on the toilet. The catheter broke leaving 7cm of catheter in the patient. The catheter was surgically removed with a small incision. No patient injury reported.